Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation revealed the pi irrigation tubing had been fractured at the distal end of the catheter, consistent with the failed shaft leak and irrigation leak tests and fluid ingress.

Event description:
This report is to advise of an event observed during analysis confirming a leak of the catheter.